Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage (including abscess) is an anticipated complication of colorectal anastomotic procedures. Nevertheless, this leakage was considered by the surgeon as non device related and the colonring was not removed during the re-laparoscopy. Thus, this event is reported as an abundance of caution and to ensure full compliance with reporting regulation.

Event description:
Patient underwent laparoscopic total procto-colectomy with ileo-anal anastomosis due to ulcerative colitis. On pod 3, the patient had abdominal pain with elevated leucocytes. Re-laparoscopy was preformed and leakage from ileal j-pouch was detected; lavage and drainage were performed. The leakage consequences in a pelvic abscess that was treated conservatively. The surgeon considered that the event is not related to the colonring device.